Event description:
Pt critically ill in cardio-thoracic intensive care unit. In 2002, pt underwent a norwood procedure for hypoplastic left heart syndrome. Four days later, pt underwent a tube homograft and arch reconstruction procedure. On that same date, pt coded and recovered after CPR. Pt dependent on multiple inotropic supports: epinephrine, dopamine and dobutamine for blood pressure and cardiac output. On the day before the event at 5:30pm, pt coded and recovered after CPR. During this time, pt had 5 syringe pumps and 2 large volume infusion pumps. Pt had fungal septicemia. On the day of the event at approx 4:00 am, syringe pump (medfusion) with epinephrine, which had charger cord, plugged into the pump and wall outlet, shut off. Pt coded and recovered after CPR. At 6:30 am, pt coded, CPR done and pt expired. Cause of death listed as: cardio-pulmonary arrest secondary to fungemia, complications of congenital heart disease.